Manufacturer narrative:
Other text: b3: date of event and d4: UDI information are unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not over temp. Patient involvement is unknown.

Event description:
Additional information was received: the event occurred during preventive maintenance. There was no patient injury.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Reported problem was duplicated. The device will not alarm when in over temp. The device was out of calibration and was recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.